Event description:
Pt was revised to address pain and swelling.

Manufacturer narrative:
Examination of the submitted device revealed expected wear for a polyethylene device implanted for approx thirteen years. There are no manufacturing defects noted on this component. The investigation could not draw any conclusions about the reported pt pain and swelling. A search of the database did not show any other reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.